Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported ""capsulated right-side implant, mammogram and ultrasound performed due to a rippled and painful breast". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, h6.

Event description:
Patient reported "capsulated right side implant, mammogram and ultrasound performed due to a rippled and painful breast". Device remains implanted.